Event description:
The patient presented to the clinic for a MRI scan. The device was programmed to MRI settings. Following the MRI, it was noted that the threshold had increased in the right atrial (ra) lead. No intervention was performed and the patient was stable. The patient presented for a follow up at a later date and there was no capture on the ra lead. All other electrical values were stable and in range. X-ray was performed and revealed a dislodgement of the ra lead. The lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
Additional information: as received, a complete lead was returned for evaluation in one piece with the helix fully extended. The measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.